Manufacturer narrative:
Based on the info available, possible suspected root cause(s): use of damaged or bent driver. Graft/screw/tunnel not appropriately sized. Insertion over bent guidewire.

Event description:
The customer reported that during acl reconstruction surgery on (B)(6) 2014, the 8 x 23mm biosteon screw broke whilst fixing it into the femoral drilling channel (without exertion).